Event description:
The patient experienced increased seizures and was referred for replacement surgery. No additional relevant information has been received to date.

Event description:
The patient is not having an increase in seizures but rather ongoing seizures at a frequency normal to her condition. The doctor believes the vns may be malfunctioning because the battery life range has not changed in a long time and the patient is still having seizures. No error messages were received when interrogating the patient's device, the doctor just noted the battery life. The patient's generator was replaced. The device will not be returned to the manufacturer because the facility does not return explanted devices.